Event description:
It was reported that the stylet (a support mandrel used in packaging of the delivery system) punctured the physician's hand through his surgical glove and drew blood. No further info was provided, such as part number, lot number or incident date.